Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 30 mg/dl and carbohydrates were consumed to address bg. Customer believed they had delivered too many boluses and was cause of low bg. Customer reverted to using an alternate method of insulin therapy.